Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse verified the problem and found waste coming out of funnel overflow tube . Fse cleaned out waste funnel with 50% bleach. Fse also found the waste tubing to the tank very dirty so the waste line was replaced. Fse observed waste funnel during control run and verified no leaks or overflow. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was waste funnel clogged.

Event description:
On (B)(6) 2016, a customer reported waste container leaking fluid with their aia-2000st analyzer. The customer is unable to run fsh, pth, e2, bhcg, lh ii, prog, and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, pth, e2, bhcg, lh ii, prog, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.